Event description:
Following coronary angiography a perclose device was attempted but was complicated by snapping of the catheter with a remnant of the catheter remaining in the vessel. Pt was taken to the or for removal. In the or it was identified that the perclose device was bent and caught in the adventitia of the artery. It formed a loop in the adventitia of the common femoral and was removed using a wire cutter to cut the needle in several places. The needle fragments were all removed and the perclose device was removed.